Manufacturer narrative:
The customer¿s report of an underinfusion was not confirmed. The pcu event log shows that at 12:23 pm on (B)(6) 2016 the device was programmed to infuse a basic infusion at 333ml/hr with a vtbi of 999ml. The log shows this infusion completed as programmed approximately 3 hours later and transitioned to kvo. The rate was then changed to 999ml/hr and the vtbi to 990ml and the infusion was started. This infusion completed in just less than 1 hour and transitioned to kvo. The vtbi was then changed to 1000ml and the infusion was started. At 4:28 pm, the door was opened and the device alarmed for check IV set, the device was then channeled off and the system was powered off. The total volume recorded as being infused during this period was 2044.89ml. The starting volume of the fluid container(s) cannot be determined through device logs. The root cause of the reported underinfusion was not identified. The pump module and the primary set were not returned for investigation. Devices not received, log review only.

Event description:
The customer reported a pump was programmed to infuse 1000ml of ns at 333ml/h for 3 hours however after about 3 hours the rn noted about 20ml had infused and the pump was noted to be in kvo (20ml/h) mode. The facilities biomed department tested the lvp and it tested without incident. There was no patient harm.